Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the manufacture's database indicated the patient died approximately eleven months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The proximal conductor was noted to be distorted. The outer insulation had a breach cut. A white substance was observed on the outer insulation. An outer insulation cosmetic depression was noted at the connector. Apparent explant damage was further noted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The proximal conductor was noted to be distorted. The outer insulation had a breach cut. A white substance was observed on the outer insulation. An outer insulation cosmetic depression was noted at the connector. Apparent explant damage was further noted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.